Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. On (B)(6) 2011, multiple manual power ups occurred as well as a failed self test for a low battery. The pad-pak was removed on this date and re-inserted on (B)(6) 2011 and passed a self test after which the pad-pak was removed. Again on (B)(6) 2011, a pad-pak was installed and passed an auto self test before the pad-pak was removed again. This pattern of insertion and removal occurred a further 3 times. Between (B)(6) 2012 there were multiple events of 10 minutes duration which would indicate the device was switching itself on automatically. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.